Event description:
It was reported that shaft fracture occurred. A 2.50x12mm promus element plus stent was used to treat the lesion. The stent did not deploy and broke in the patient's body. No device fragments left inside. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).